Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.

Event description:
The implant failed due to infection and unexpected surgical trauma. The implant was placed at #21 and removed after 3 months. Traditional 2 stage surgery. Fixture was placed with primary closure. Moderate oral hygiene.